Event description:
During surgery, the instrument broke in femoral medualla about 100mm and could not be retreived.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.